Manufacturer narrative:
Field d4 expiration date: na there were a total of (2) electrodes returned and analyzed: additional suspect medical device components involved in the event: model: csk-tc10 lot: 032116 description: csk tc electrode, 10cm quantity: one.

Event description:
The device analysis performed on the two returned electrode revealed that the shafts of the electrodes were found to be completely separated from the hub due to excessive external mechanical force. The functional tests could not be performed due to the separated shaft.